Event description:
It was reported that when the heartmate 3 (hm3) kit was received, the box was noted to be damaged along with the seal. It was requested for a replacement and for the kit to be returned.

Manufacturer narrative:
A. Patient information no patient involvement no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Sections e2 and e3: corrected. Section g2: report source corrected. Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Section h6: health effect - impact code corrected. Manufacturer's investigation conclusion: evaluation of the returned heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), implant kit box confirmed the reported damage. The implant kit was returned in a non-abbott shipping box. Upon removal of the implant kit from the shipping box, it was noted that the top of the implant kit box was creased in multiple locations. Additionally, the seal of the implant kit was compromised, and a tear in the box was observed near where the seal was placed. There was no indication that the contents of the implant kit were affected by the damage. Upon further inspection of each component of the implant kit, the respective sterility seals remained intact, and no additional areas of damage were observed. Review of the manufacturing documentation found no deviations from manufacturing or quality assurance specifications, including packaging and labeling inspection. The reported damage appeared to have occurred during shipment to the distributor; however, the specific root cause could not be determined. Multiple attempts were made to determine whether there was a delay in pump implant due to the box damage; however, no additional information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications, including packaging inspection. The heartmate 3 lvas IFU is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 5 of the IFU, ¿surgical procedures¿, outlines the steps to take in order to maintain sterility of the components. This section also warns not to use sterile components if the sterile packaging is compromised. This section, under "surgical considerations¿, also warns that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. Section e of the IFU, "symbols", (under ¿description of labeling symbols¿) includes a description of the general symbol which indicates to not use if package is damaged. No further information was provided. The manufacturer is closing the file on this event.